Event description:
The ge oec 9800 fluoroscopy system displayed communication failure error codes and had increasing cold boot issues, where the system would need to be cycled through the boot sequence a second time to boot correctly.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a failing single board computer (sbc). The sbc was removed and replaced. All additional components and pcbs were also upgraded or replaced per the sbc upgrade procedure. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue.